Manufacturer narrative:
The reported events of low defibrillation impedance and no high voltage output were not confirmed. As received, only the connector portion was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI not available, as product was manufactured on or before 23 sep 2014.

Event description:
It was reported, that the patient presented remotely via merlin.net. It was noted, that the patient experienced a ventricular tachycardia (vt) storm. The right ventricular (rv) lead delivered two unsuccessfully shocks. And then fail to deliver another shock to convert the rhythm, due to low defibrillation impedance. The rv lead was capped. And a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.